Event description:
A patient reported blood glucose results of 198 mg/dl with a lifescan meter and 132 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. However, the test strips were damaged. The codes matched and the techniques for applying the blood to the test strip and cleaning the puncture site were done correctly. Based on the information provided, there is evidence of a test strip malfunction. However, there is no allegation of any harm or injury. A new meter and supplies are being sent to the patient. No further information has been reported.